Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose levels were in the range of 400 mg/dl, 51 mg/dl. The customer was treated for low blood glucose with carbohydrates. The customer did not want troubleshooting for high as well as for low blood glucose level. Customer was not being able to get into auto mode. The insulin pump will not be returned for analysis.